Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate with multiple cartridges. Reportedly, customer either loaded a new cartridge or reloaded the existing cartridge to resolve the issues. There was no adverse impact on customer's blood glucose level.